Manufacturer narrative:
Added information to section g2, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data a2 (date of birth). H11: additional manufacturer narrative: a pre-procedure computed tomography report was available, however, the supplied images do not contain enough information to determine the root cause of the event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery bypass grafting.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received form italy a 85-year-old patient with a valve model 3300tfx19mm implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of five (5) years and seven (7) months due to severe stenosis (ejection fraction (ef) 55% and gradient max. 75mmhg, valve index area 0.6cm2) and mild intraprosthetic regurgitation. As reported, the patient presented with dyspnea. A 20mm transcatheter valve was implanted within the pre-existing surgical device with a residual gradient of 5mmhg. The patient was noted as to be discharged home.